Manufacturer narrative:
Device evaluated by MFR.: the ultra console foot switch cable was received by san jose cis in bad condition with physical damages/defects observed. The unit failed visual and mechanical inspection on bent connector pins therefore because of this, the clinical observation was confirmed.

Event description:
It was reported that the foot pedal malfunctioned. The foot pedal on an angiojet ultra 5000a console would activate without user input when a catheter is inserted into the console. The foot pedal was replaced. There was no patient involvement.

Event description:
It was reported that the foot pedal malfunctioned. The foot pedal on an (B)(4) console would activate without user input when a catheter is inserted into the console. The foot pedal was replaced. There was no patient involvement.